Manufacturer narrative:
Literature citation: yoshiharu kawaguchi, masato nakano, taketoshi yasuda, shoji seki, takeshi hori, tomoatsu kimura. "Effect of balloon kyphoplasty in patients with vertebral compression fracture due to osteoporosis." Central japan association of orthopaedic surgery <(>&<)> traumatology 2012; 55: pg 757-758. Mean age: 76 years (range: 62-92 years). 20 women, 4 men participants. Date of event is unknown. Address : toyama university hospital street 1 : 2630 sugitani city : toyama postal code : 930-0194 country : japan. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in an abstract that balloon kyphoplasty procedures were performed over a 12 month period on 25 vertebrae of 24 patients with thoracic and lumbar compression fractures due to primary osteoporosis. The treated vertebrae were: l1 (n=12), t11 (n=3), t12 (n=3), l2, l3, l4 (n=2 each), and l5 (n=1). The mean time from injury to surgery was 5.8 months (range: 1.5-9 months). The mean operative time was 45 minutes (range: 29- 58 minutes). The mean injected cement volume was 4.5 ml (range: 3.0-6.0 ml). The average length of hospital stay was 3.8 days (range: 3-7 days). In all cases, balloon kyphoplasty was performed under both ap and lateral fluoroscopy, using a dedicated pmma (polymethyl methacrylate). It was reported that "cement leakage into the disc occurred" in six patients. No further information was reported.